Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
A ventilator failure has been reported during psb mode. No patient injury reported.